Manufacturer narrative:
The device was reprogrammed.

Event description:
New information indicated that the patient was asymptomatic. The device was explanted and replaced on (B)(6) 2016. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, the pulse generator exhibited premature battery depletion. No intervention or patient symptoms were reported.